Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) which related in the patient receiving inappropriate therapy. The rv lead also triggered a lead integrity alert (lia) and an alert for oversensing-noise episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was reprogrammed.